Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the right ventricular (rv) lead exhibited decreased r-wave amplitudes. The physician removed the lead from the connector to reposition the lead, but then the grommet came off. The physician carefully placed the grommet in place, however the lead could no longer fit and the setscrew could not be tightened. The device was removed and replaced to complete the procedure. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.